Event description:
To whom it may concern, I was a user of bausch and lomb moistureloc lens solution and used it for approx two months. I removed the lens from my eye the evening of october 31, and felt as if the lens had melted on to my eyeball. I could not sleep during the night due to the tearing and burning pain that I felt. I went to see my eye dr by 9:30 the following morning. At first he thought it was a bacterial infection. He prescribed eye drops but the eye did not get better. Within a few days I was visiting his office on a daily basis trying to determine why the eye was getting worse instead of better. The eye was not responding to the bacterial infection eye drops and it was progressively getting worse so he started to treat it for fungal infection. I was given over 22 different drugs during this period trying to find the ones that would work. The lab report finally revealed the fungus fusarium. It was so aggressive that by the end of november I received a corneal transplant. By the middle of december I also had to have my lens removed, and a blood clot that had formed in the back of the eye. For approx three months I was seeing the dr on a daily basis, including week-ends and holidays. I finally am seeing the dr once a month unless there is a problem. -sometimes the pressure is high and I need additional attention. - I have been out of work since nov. 1st. During this time I was under the care of two drs; a corneal and a retinal.